Event description:
It was reported that the patient heard an alert. The device was found to be at elective replacement indicator. The physician thinks that the battery depletion was premature. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. It did not meet expected longevity. The cause is unknown.